Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the ins charge was not lasting as long and it was taking longer and longer to charge. The patient stated it used to take 2-3 hours to charge and now they spend 6-8 hours and only get half a charge. The patient stated lately they have a hard time getting all 8 coupling bars but they get at least 6 bars. The patient also reported the ins recharger (insr) antenna becomes hot and they have to stop charging. They reported a thermometer screen came up a couple times but they usually stop charging before it gets to that point. The patient was redirected to their healthcare professional (hcp) to diagnose why it was taking too long to charge. A replacement antenna was sent to resolve the issue of the antenna getting too hot. No further complications were reported/expected.